Event description:
The customer reported that while the unit was in use on a pt, the unit lost the ECG signal. The pt was switched to another unit and therapy was continued. No pt injury the reported.